Manufacturer narrative:
The user facility is outside the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, a revision occurred on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
Evaluation of the returned device found evidence of subluxation of the joint, scratching of the bearing surfaces and minor taper fretting. Backside damage was visible on the cup. However, it could not be determined whether this damage occurred during or prior to surgical removal of the components. There is no indication, with the information available, that there is any non-conformance in the products as designed or manufactured.